Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 06/14/2024. An investigation was conducted on 06/26/2024. Signs of clinical use and evidence of charred material was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on the hot jaw was observed to be intact. The clear silicone insulation on the cold jaw was observed to be be peeled off, exposing the cold metal jaw. The detached silicone insulation was not returned for evaluation. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed as well as the analyzed failure "material twisted/ bent wire" was observed. The lot #3000388391 history record review was completed. There was a ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 coating on tip came off during use. A new device was used to complete the procedure. There was a procedural delay to open a new device. There was no patient harm.